Event description:
The customer reported a diluent fluid leak of approximately 5ml from tubing at pinch valve pv49 on a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and diluent out of limits error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and had the customer check pinch valve (pv49) tubing and the customer confirmed that it was the source of the leak. The customer stated that he would replace the I-beam tubing through pv49 to resolve the issue. No further issues have been reported. (B)(4).